Event description:
It was reported that during a procedure, the seed allegedly would not eject properly. Therefore, that one clogged seed could not be used for treatment, however, it did not affect treatment. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was performed. This lot met all release criteria. Investigation summary: one empty modified mick-15 cartridge - iodinesourcecapcartsterile was returned for evaluation and was labeled as biohazardous. The cartridge was inspected and nothing unusual was noted. 15 non-radioactive brachyseeds were linked with sourcecaps. The modified mick -15 cartridge was then loaded with the 15 non-radioactive brachyseeds / sourcecaps, and was inserted into a mick applicator. All 15 non-radioactive brachyseeds with sourcecaps dispensed as expected. Upon completion of dispensing, the cartridge was removed from the applicator and examined. No issues noted. The investigation is not confirmed for the reported issue, and the definitive root cause could not be determined based upon available information. Labeling review: the instruction for use was reviewed for modified mick 15. There is a warning section stating how to handle the magazine when loaded with seeds as well as warning of over tightening the magazine head to the base. H11: d4 (medical device catalog number), h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a procedure, the seed allegedly would not eject properly. Therefore, that one clogged seed could not be used for treatment, however, it did not affect treatment. There was no reported patient injury.